Manufacturer narrative:
The insulin pump was received with normal operating currents, passed the unexpected restart error test, self-test, and the displacement test. However, the unit alarmed compromised force sensor system during the prime/compromised force sensor system test at 4 lbs due to a faulty force sensor resistor. Analysis was unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor system alarm. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The customer's blood glucose reading was 400 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.